Event description:
It was reported that all components were explanted due to an unknown reason. The patient was doing well postoperatively and the explanted products were discarded per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. D6b: explant date: 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50 . Serial: (B)(6). Batch: 5099657/5093609. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5093609. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 23131021. UDI: (B)(4).